Manufacturer narrative:
Unit received with unresponsive act button due to flattened dome. Unable to perform basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to unresponsive button. The keypad connector was inspected and no anomalies noted. Unit received with minor scratches on lcd window. (B)(4).

Event description:
Customer's mother reported via phone call that customer experienced keypad anomaly. It was reported that the act button was not responding during bolus. Customer's blood glucose was high and was treated with manual injection. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.